Manufacturer narrative:
The field service representative (fsr) inspected the architect c4000 processing module (B)(6) and observed a clogged mixer wash cup. The fsr resolved the issue by cleaning the mixer wash cup and performing the mixer wash cup water flow adjustment. No additional discrepant result issues have been reported since the service activity was completed. Part number 7-205314-01 wash cup, mixer, c4 (rohs) was determined to be the likely cause of the issue. The instrument service history review revealed zero (0) additional service tickets. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify any trends for the product for the issue. Device history records was reviewed and did not identify any non-conformances or deviations with the part, or the instrument associated with the complaint. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated sodium result for a patient while running the architect c4000 analyzer. The following results were provided: sample ID (B)(6) = sodium: initial result = 171 mmol/l, repeat result = 145 mmol/l there was no impact to patient management reported.